Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. Data was provided for evaluation. The reported early sensor expiration was confirmed via data. A root cause could not be determined.